Event description:
It was reported that this pacemaker exhibited oversensing of ventricular waves in the right atrial (ra) channel. Technical services (ts) recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. It was reported that there were low amplitudes in the ra channel. Ts suspected the low amplitudes were causing the device to oversense physiological signals. Ts recommended raising ra sensitivity. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker exhibited oversensing of ventricular waves in the right atrial (ra) channel. Technical services (ts) recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.